Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient's lead "broke" and had to be replaced. Additional information was obtained from the physician that the right ventricular (rv) lead had "low resistance and lack of continuity and was defective." It was also noted that the atrial lead had become "detached" and "out of position". The rv lead was explanted and replaced and the atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.